Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint and is not associated with a serious injury or potential for serious injury with reoccurrence. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic right hemicolectomy, on the first firing, the opening and closing of the jaws were able to be performed, but the reload was unable to fire (the illumination and flash of the green button were normal). The reload was removed once, and it was able to fire after reloading. For the second firing, the same event occurred, and it was reloaded, but it was unable to fire. For the third firing, it was able to fire normally. The procedure was completed with another device. There was no patient injury.